Manufacturer narrative:
Both the venous and arterial extension adapters were returned for evaluation. The arterial adapter had approximately 2.4 cm of lumen attached. The portion of the lumen that "broke" and remained in the patient was not returned. The distal end of the lumen attached to the arterial adapter appears smooth, not jagged, indicative of possibly being cut and not torn. Under magnification the end of the lumen appears smooth and not jagged. It is unknown if this is the location of the reported break or if it is where the lumen was cut during removal. Without an evaluation of the piece that broke a root cause cannot be determined. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. A fibrin sheath, due to a long implantation time, and infection are the main risk factors that make it difficult to remove the catheter, which can cause strong adherence between the catheter and the central vessel wall. The device in this complaint was implanted for approximately 3 years. The instructions for use include the following. Warning: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter. Free the lumen from the tissue prior to removal.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At the end of dialysis treatment, in view of previous problems with the catheter, it was decided to remove the catheter, but the arterial branch could be partially remained in the patient. No problem for the venous branch. Need for intervention at rennes university hospital to remove the remaining part (arterial branch) in the patient and fitting of a new catheter. Device implanted 2021. Exact date not provided.